Manufacturer narrative:
This report was submitted in to device division on (B)(4) 2013, as the product name was unspecified. Upon follow up, the product name is confirmed to be (B)(4) intense arousal gel which belongs to cosmetic regulatory class. The case is being correctly submitted to cosmetic division via manual submission with the manufacturer number (B)(4) on (B)(6) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2013, from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using k-y unspecified, vaginally for lubrication (dose, frequency, lot number and expiration date unspecified). After an unspecified duration, she developed kidney infection after her last usage of the device. On an unspecified date, she consulted a physician, who concurred that the connection between the device usage and the kidney infection was a distinct possibility. The outcome of the event was unknown. This report was assessed as serious (medically significant). The company causality was assessed as possible.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using (B)(4) unspecified, vaginally for lubrication (dose, frequency, lot number and expiration date unspecified). After an unspecified duration, she developed kidney infection after her last usage of the device. On an unspecified date, she consulted a physician, who concurred that the connection between the device usage and the kidney infection was a distinct possibility. The outcome of the event was unknown. This report was assessed as serious (medically significant). The company causality was assessed as possible. The additional information received on (B)(6) 2013. The consumer was (B)(6)-year-old. The medical history of the consumer included anxiety, high blood pressure, pain and allergy to the sulfa drug. The concomitant medications included unspecified medication for the anxiety, high blood pressure and pain. The other history included smoking. She stated she used the (B)(4) intense arousal gel, once for the intimacy sometime at the end of (B)(6) 2013. She stated she did not wash the product good enough and she developed a kidney infection. On (B)(6) 2013, she visited emergency room as she was in a lot of pain. The consumer was tested for urine culture to verify an infection, test result was not reported. She was given unspecified antibiotic shot at emergency visit and was prescribed with unspecified antibiotic for ten days. The consumer did not consult health care professional further. After an unspecified duration in (B)(6) 2013, the events resolved. The report remains serious (medically significant). This report was submitted into device division with the manufacturer number 2214133-2013-00046 on (B)(6) 2013 as the product name was unspecified. Upon follow up, the product name is confirmed to be (B)(6) intense arousal gel which belongs to cosmetic regulatory class. The case is being correctly submitted to cosmetic division via manual submission with the manufacturer number (B)(4) on (B)(6) 2013.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.